Event description:
It was reported that the ventilator stopped ventilating. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue was not reproduced on-site. The control pc board was exchanged according to the recommendations in the service manual. System software was re-installed and functional test performed before the ventilator was returned to service. The evaluation of received ventilator logs confirms a single occurrence of technical error codes and a stop of ventilation. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received ventilator logs but could not be reproduced during the investigation. The cause of the reported failure has not been established.

Event description:
Manufacturer's ref #: (B)(4).